Event description:
Healthcare professional reported that after injection with juvederm voluma with lidocaine in the cheek, chin and nasolabial folds, the pt experienced "swelling around the cheek, lips and chin area" approximately 3 months later. Oral prednisone and "oral antihistamine-loratadine, augmentin" were provided as treatment. Symptoms resolved.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of "edema injection site" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: undesirable effects: the pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week.